Event description:
It was reported that the screen of the programmer was not turning on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the screen of the programmer was not turning on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the screen was not turning on when the programmer was powered up and it was attributed to the display flex being damaged (torn) and it was therefore replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radiofrequency programmer head; (B)(4).